Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked; further described as "the heater was leaking out the connection". This occurred during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: during follow up with the customer, it was reported homechoice cassette did not leak. There was no leak identified from the connection between the cassette and solution bag. The customer stated that there was a hole near the hanger hole on the solution bag; therefore the cassette is no longer the suspect device in the event. Should additional relevant information become available, a supplemental report will be submitted.